Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) and scrub nurse noticed that the wires in the tip of the fenestrated bipolar forceps had come loose as the instrument wasn't functioning to it's full ability, not responding to the surgeon's movements. The instrument was removed and no longer used for the case. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.